Manufacturer narrative:
(B)(4).

Event description:
It was reported pt had a complaint about the stimulation while it was turned on. Pt stated she kept programmer at 8v and then would increase to 9v. The pt felt a jolt, but when she increased the amplitude she no longer felt the jolt. The programmer indicated that the stimulation was turned on. Additional info was requested and will be provided when available.